Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with shortness of breath. An echocardiogram revealed that a pericardial effusion had occurred. The effusion was drained. Patient condition was good post-procedure.